Manufacturer narrative:
Additional product component: model number/catalog number 72400024 and 72404127. Serial number: null and null. Batch/lot number 775190015 and 775179018. Model/catalog description balloon fgs 61-70cm and control pump fgs iz.

Event description:
It was reported that the patient experienced recurring incontinence, urethral perforation with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and washed out area with antibiotics and no new device was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was received that a new aus cuff, pump, and balloon was implanted on (B)(6) 2019.

Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72404127; serial number: null and null; batch/lot number: 775190015 and 775179018; model/catalog description: balloon fgs 61-70cm and control pump fgs iz.

Event description:
It was reported that the patient experienced recurring incontinence, urethral perforation with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and washed out area with antibiotics and no new device was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.